Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a return of symptoms. The pt had an MRI eight days before the event was reported. The pump log was not read following the MRI, but the pump likely started shortly after the MRI was complete. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow up report will be submitted if add'l info becomes available.